Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the needle packaging was not sealed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-aug-2025. Investigation summary: bd received 2 photos for investigation, which show open packaging/seal of primary packaging. A total of 10 returned samples were inspected for open packaging and failed visual inspection, as they were found to be opened. These returned samples were then subjected to a functional test to assess the difficulty of opening the package, and all samples passed the testing. Additionally, 20 retained samples underwent visual inspection for open or damaged packaging, and all samples passed the testing as the packaging was undamaged. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: open package/seal and package poor peel apart. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the needle packaging was not sealed. No adverse impact was reported regarding the patient or user.